Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported that during the index procedure the stent graft was inaccurately positioned at the proximal end resulting in a type ia endoleak. This was then treated with the implantation of an mdt aortic cuff and with the use of endoanchors implanted at the aortic neck to secure the aortic cuff. It was reported that this resolved the event. The cause of the event is unknown. No additional clinical sequalae were provided and the patient is fine. The sponsor assessed this event to have a causal relationship to the procedure, to be related to the device and to have a causal relationship to the aneurysm.